Event description:
Healthcare professional reported pt underwent lap-band explant surgery on an "emergent basis" due to the "pts request." Additional information has been requested from the reporter, but has not been received at this time.

Manufacturer narrative:
(B)(4). The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. The reporter of the complaint was asked to indicate the product serial number, date of event and implant date. The information has not yet been received by allergan. The connector type cannot be identified, nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with our pt. Complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance of any foreign object implanted in the body."